Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the team noticed that the patient suffered a 1st degree burn on the pelvic area. The elec trosurgical generator had already undergone preventive maintenance and its performance test was still valid. The patient return plate was set in the patient's shoulder and the hospital already discarded the idea of some problem with the electrosurgical generator. They have a theory that the patient urinated and the liquid could make the burn.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. We found out that the failure occurred because the patient plate cable was failing and with the bad use of the cleaning substances used in the burn occurred. The device did not cause the burn. It was a failure of the users in the hospital. We offered a new return electrode monitoring (rem) cable for the hospital and training of security in electrical surgery. If information is provided in the future, a supplemental report will be issued.